Event description:
It was reported that during a water vapor therapy procedure, the delivery device did not produce steam when connected to the generator. It was noted that the generator was restarted and the connection was checked; however, the issue persisted. The procedure was not completed due to this event. There were no patient complications reported. This event is being reported for aborted/canceled procedure with a patient under anesthesia or sedation unknown.